Manufacturer narrative:
The insulin pump did not respond properly to button presses. No unresponsive buttons noted during testing. No damage noted on the keypad traces. During visual inspection, found the keypad connector was properly locked. Device could not load the test reservoir properly and passed the occlusion test, displacement test and rewind test. Device had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error on the insulin pump. The customer's blood glucose level was 14.9 mmol/l at the time of the incident. The customer stated that they tried to load the reservoir but cannot move past that step to check if insulin would exit the tubing when not attached to the pump. The product was returned for analysis.